Manufacturer narrative:
The device was not returned to the manufacturer for an investigation. A follow up report will be made if the product is returned, and if the investigation requires.

Event description:
It was reported by the customer that there was red residue found at the rear connection point of the device. This was found after removing the device from the dryer. This did not occur during a surgical procedure and there was no pt/user injury reported.